Event description:
The pt experienced underdose symptoms including nausea, flu-like symptoms, and vomiting. The pt felt like she "wanted to die". The pt went to the ER. On (B)(6) 2011, when they checked the pump, they expected 15.2 ml and there was 0 ml aspirated from the reservoir. This had been the third time this had happened. No alarms were being heard. A revision was being considered. It was noted that pt felt good therapy effect right after a refill, then return of symptoms as the reservoir volume decreased. The device system was used to deliver dilaudid (10 mg/ml) at 1 mg/day. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).